Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump's center button was not always responsive. Customer stated that the insulin pump had unexplained insulin flow blocked alarms. Insulin pump had scratches on screen affected seeing information. Insulin pump was asking to rewind more than once. Insulin pump rejected brand new battery. Insulin pump clip rail was chipped on the back and clip would not stay on. No harm requiring medical intervention was reported. The device will not be returned for analysis.